Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt messages/damaged cable/asystole event) have been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving frequent adjust belt messages and the electrode belt had a damaged cable.